Event description:
It was reported that the device had error code 133.6090. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Investigation summary: although the report of a system error code 133.6090 was confirmed during log review, the error was not reproduced during laboratory testing. Review of the pcu event log showed between 25 july 2024 and 10 september 2024, the pcu recorded system malfunction (error 133.6090.0-main speaker failure) immediately after power on twelve (12) times. The user confirmed each alarm (soft key 14), and the system was powered off. Further review of the logs showed, on 06 september 2024 at the time of power on, the pcu recorded battery discharge in the battery log indicating the battery depleted while not in use. There was no record of battery conditioning being performed. Laboratory testing found the pcu was operating as expected. External and internal inspection found incidental findings only with no relation to the reported complaint. The bd alaris¿ pc unit (pcu) software runs self-checking programs prior to and during operation. A system error message means that the bd alaris¿ system has identified an error in either the hardware or the software of the pcu. Obtain a new pcu. Do not power down until a new pcu is available. Tag the affected pcu, describe the error and return it to your facility¿s clinical engineering or biomed department. Per service bulletin 592a, the pc unit is shipped with the battery in a discharged condition. Before the pc unit is released for use, it should be plugged into a hospital grade ac outlet and the battery charged for at least 16 hours. This ensures proper battery operation when the alaris system is first set up for patient use. Leave the power cord connected to a hospital grade ac power source whenever available. The battery is intended as a backup system. The battery should be fully charged (16 hours) at least once per year to prevent leakage and deterioration in performance due to self-discharge. When the battery has been out of use for one or more months, it will not have full capacity. Battery capacity may be restored by performing the battery conditioning test (fast or optimal conditioning) in maintenance mode. There was no patient involvement reported. Note to repair center: device opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.